Manufacturer narrative:
This report is filed, february 1, 2016. Device is currently unavailable.

Event description:
Per the clinic, the patient experienced skin flap issues resulting in extrusion of the device. Subsequently the device was explanted on (B)(6), 2016. The device has not been made available for analysis as of the date of this report, (B)(6), 2016.

Manufacturer narrative:
Correction: the correct PMA number is 130016; not 970051 as previously reported.